Manufacturer narrative:
Results: inherent risk of procedure (stent migration, endoleak). Patient's condition affected effectiveness of device (disease progression with aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression with aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately nine years ago. Aneurysm and vessel morphology at the time of implant are unknown. The patient presented emergently with abdominal and back pain. A recent CT revealed that the stent graft migrated distally 3 cm with a proximal type I endoleak. The cause of the migration was due to disease progression with aortic neck dilatation. The physician elected to implant a talent converter, an aortic cuff, and two iliac limbs with a femoral to femoral bypass. The migration and endoleak were resolved no additional clinical sequelae were reported and the patient is fine.